Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the patient¿s tube which was in place came apart at the 15mm adapter connection on several occasions after the patient was intubated. The device's 15 mm adapter connection was physically damaged. It was also reported that a flange was taken out from an 8.0 endotrach tube and was then replaced but this did not fix the problem. Patient required intubation.